Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm (aaa) repair and leaked [spouted] blood (quantity of leakage is unknown and unattainable) from its bifurcation (hole). The leakage was stopped with a suture. The graft was left in. The patient is doing well now.